Manufacturer narrative:
The received device was evaluated and found a bend in the exposed portion of the soft cannula. It could not be determined when the bend occurred and if it contributed to the reported event. No other problems were found during inspection. Investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl while wearing the pod between 36 and 48 hours on the leg. Hyperglycemia treated by applying a new pod.